Event description:
Procedure: gastric bypass. According to the reporter: when the surgeon fired the first stapler on the stomach, at the proximal end, the staples were deformed (2-3 cm). The staff didn't do anything about it because they planned to make the gastrojejunostomy there. All of the other staples were fired in the correct way except the last one when they tried to staple some excessive parts on the pouch. The staplers was deformed on both sides and they tried to sew but they couldn't manage that laparoscopic so, they had to convert to open surgery. The surgeon experienced a resistance when firing the device.

Manufacturer narrative:
(B)(4)